Event description:
It was reported that the tandem-provided usb cable was warm to the touch despite being in room-temperature conditions. There was no adverse impact on the customer's blood glucose level, as it was recorded at 122 mg/dl. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.